Manufacturer narrative:
(B)(4). The peritonitis occurred on an unknown date in 2003 or 2004. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause, treatment, and outcome of the peritonitis was not reported. No additional information is available. This is report 1 of 3.